Event description:
It was reported that a pectus connector bar assembly screw became loose approximately 18 months after implantation. It was removed and replaced using an indicated kls martin pure pectus system torque driver to secure the assembly screws.